Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted on (B)(6) 2025. Reportedly, the patient experienced feeling wire and something sharp in her vagina and vaginal irritation, mesh erosion on the left side, pain at her lower abdomen, pelvic area, lower back, and sometimes with voiding. Excision of altis under general anesthesia was performed on (B)(6) 2026. Pathology description: mesh measuring 1.2 x 1.2 cm, roughly square. Reportedly, the claimant reports continued vaginal discharge, odor, and pain from surgery.